Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber noted that the body was received in one piece and a kink was observed. Microscopic analysis identified that the tip was degraded. When the fiber was connected to the console, there was no light passing through, therefore no aiming bean was observed. The console read: treatment used: 2,treatment left: 8. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. It is likely that the fiber had a microfracture and when connected to the console caused the fiber to blow resulting in no aiming beam. The fiber body kink could have occurred due to handling after usage. The investigation conclusion code assigned to this case is cause traced to component failure. D3. Additional manufacturer email moshe.(B)(4).

Event description:
It was reported that during procedure the device fired one or two times but then there was no more energy delivered. It was checked and the console had no issue. The procedure was completed with a new fiber. There were no patient complications reported. After the device evaluation, a fiber connector fracture was identified.